Event description:
It was reported to philips that the system was unable to boot, stalling at the boot countdown timer. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfiles found a malfunction with flexvision pc. Upon troubleshooting actions, the fse identified that the flexvision pc was not reachable. The fse reconnected the flexvision pc cables. After repair, the system was returned to use in good working order.